Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implanted pump for chronic pain (failed back syndrome and non-malignant pain). Physician listings were requested. It was reported the patient¿s ¿ms pump¿ just stopped. It was noted the patient¿s doctor and family had encountered a bias in taking unfamiliar insurance plans. It was reported as the patient waited for a surgeon, the patient and family feared the patient may not survive the sudden stop effects. It was further reported the small amount of medication the patient was given just would not stay down and that the physician should be educated on nausea so they could adjust numbers prescribed. Further information was not provided.